Manufacturer narrative:
No evaluation was performed as the device was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative that two of three burs broke during a procedure. Another bur didn't have any issue. The broken curved burs were used with a "raking" like movement. The physician commented that the load that was applied to the burs was considered to be the cause of the breakage of the burs. The burs were used for approximately 10 minutes and it was confirmed that the breakage did not occur immediately. The physician claimed there was a little bit of dissatisfaction because the way the burs were being used was not so extreme. The broken pieces were removed by suction and it was visibly confirmed that no pieces remained in the surgical field. The broken burs were discarded by the facility. No patient impact was reported.